Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned proglide device revealed that the needle plunger, link, posterior needle, monofilament, anterior cuff, and posterior cuff were not returned, which may have aided in the investigation. The investigation of the returned device found no abnormal observation that could have contributed to the reported event. After advancing the knot to the vessel on the monofilament, bleeding continued at the arteriotomy site, which was surgically sutured to achieve hemostasis. It was reported that the device was deployed after using an unspecified sized micropuncture sheath to obtain vessel access and an 18-french procedural sheath was used during the abdominal aortic aneurysm repair procedure. The proglide device instructions for use (IFU) state that the proglide device is indicated for percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Additionally, the safety and effectiveness of the proglide devices have not been established in patient populations with introducer sheaths less than 5f or greater than 8f during the catheterization procedure. The monofilament was not returned; therefore, the reported event could not be confirmed or verified. The probable cause for the proglide device knot failing to achieve hemostasis is related to the operational context in which the device was used. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A quality control audit inspection is performed to verify product quality. In addition, samplings of units are destructively tested to verify product quality to verify the functionality of the device. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality deficiency.

Event description:
It was reported that suture placement of two perclose proglide devices were successful in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was performed with a micropuncture and then upsized to an 18f sheath for the interventional procedure. Reportedly, the two proglide devices were deployed successfully. After the interventional procedure, the knots from sutures of the two devices were advanced, but hemostasis was not achieved. A third proglide device was deployed and after advancing the knot, hemostasis was not achieved. Ultimately, surgical intervention was required to close the site and achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is in-training in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use. The use of a micropuncture to deploy the proglide device instead of the labeled 5f-8f sheath. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two perclose proglide devices are being filed under separate medwatch MFR numbers.